Event description:
Technician alleged he found bed with not bed functions, but indicated ac power available. He checked several possible causes for the lack of bed siderail function and found fuse blown. He couldn't locate a reason for the blown fuse. So he replaced the fuse to correct problems.